Manufacturer narrative:
Correction in h10 (visual inspection): the thermogard xp ivtm system (sn (B)(6)) was evaluated at the customer site. The reported complaint that "the thermogard console displayed a tcmid:05 (coolant diff failure) error message" was confirmed in the console's event log and during functional testing. The root cause of the tcmid:05 error was the failed lm34 temperature sensor, attributed to the aging of the device. The thermogard console was manufactured in july 2013 and is over 9 years old, well beyond its expected service life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. A review of the console's event log revealed multiple tcmid:05 (coolant diff failure) error messages on and around the customer's reported event date, confirming the reported complaint. The thermogard system failed functional testing as the console displayed a tcmid:05 error message upon powering up, confirming the reported complaint. The technical investigation determined that the root cause of the reported error message was lm 34a/b temperature sensor failure, and it was replaced to remedy the fault. Unrelated to the reported complaint, it was noted that the display head battery had low voltage, attributed to the age of the thermogard console. The battery was replaced to address the issue. Following service, including preventive maintenance service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).

Event description:
During setup for treatment, the thermogard xp ivtm system (sn (B)(4) displayed a tcmid:05 (coolant diff failure) error message. The customer used another console to start the treatment without any delay. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) was evaluated at the customer site. The reported complaint that "the thermogard console displayed a tcmid:05 (coolant diff failure) error message" was confirmed in the console's event log and during functional testing. The root cause of the tcmid:05 error was the failed lm34 temperature sensor, attributed to the aging of the device. The thermogard console was manufactured in july 2013 and is over 9 years old, well beyond its expected service life of 5 years. During visual inspection, the pump raceway lid was noted to be broken, unrelated to the reported complaint. This observed physical damage is attributed to user mishandling. The pump raceway lid assembly was replaced to address the issue. No other apparent physical damage was observed. A review of the console's event log revealed multiple tcmid:05 (coolant diff failure) error messages on and around the customer's reported event date, confirming the reported complaint. The thermogard system failed functional testing as the console displayed a tcmid:05 error message upon powering up, confirming the reported complaint. The technical investigation determined that the root cause of the reported error message was lm 34a/b temperature sensor failure, and it was replaced to remedy the fault. Unrelated to the reported complaint, it was noted that the display head battery had low voltage, attributed to the age of the thermogard console. The battery was replaced to address the issue. Following service, including preventive maintenance service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).